Manufacturer narrative:
D1 - brand name, d3, d4 - expiration date and d4 - primary UDI number: corrected. H6: updated. H3: one sample was returned for evaluation. Sample was visually and functionally tested and it was found that it was not possible to inflate the cuff because the air does not flow from the balloon pilot into the cuff. The customer reported complaint was able to be confirmed. The root cause of the issue is unknown. A review of the device history records showed there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. There were not any other customer complaints against the reported lot number.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the blue balloon deflated, and the cap came off while the device was used on patient. There was unknown patient involvement. Patient was a male who weights 62 kg. He was not prescribed any medical treatment. The patient was reported to take medications concomitantly via gpe (percutaneous endoscopic gastrostomy). The event was resolved after changing the cannula. There was patient involvement, but no clinical consequences.